Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: italy. It is reported that the tip of the instrument bent then broke during cervical surgery. It was difficult retrieving fragments of the instrument. All med watch submissions related to this report are: 2916714-2016-01010, 2916714-2016-01011.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The broken part shows signs of a forced fracture due to overload. The fragments are missing. Hardness of the instrument was checked and according to specification (420 +110 hv5/hv10) it is in the allowable tolerance with 454 hv5. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: this kind of instrument is designed for delicate use only. We assume a mechanical overload situation as the causal factor. A material defect can be excluded. According to the instructions for use the following note and warning must be observed: "color-marked aesculap kerrison bone punches with a gold-colored distal working tip have a thin foot plate and may be used only for removing small bone portions and soft tissue. Additionally, these aesculap kerrision bone punches carry the inscription "for delicate use only."" No CAPA in necessary.